Event description:
It was reported that the patient passed away due to ischemic stroke. The stroke was reportedly associated with a high-risk heartmate ii to heartmate 3 exchange performed one (B)(6) 2022 due to driveline infection. The surgery was reportedly performed due to poor prognosis with heartmate ii driveline infection. The heartmate 3 performed as expected.

Manufacturer narrative:
Pump exchange due to infection is covered under MFR 2916596-2022-00843, no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.